Event description:
It was reported that during an unknown therapeutic procedure, the single use biopsy valve was broken. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.